Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon stated that the patient was not exceptionally healthy and that the joint was infected. He wanted to swap out the current poly (size 5 20mm crs attune revision) for the same size. After explanting poly, implantation of size 5 20mm crs attune revision rp poly was done. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Right knee.